Event description:
Customer reportedly received result of 310 mg/dl and result in the 90's (mg/dl) within 10 minutes on the aviva plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.